Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned missing the terminal electrode. This electrode was found in port 1 of the returned ipg. This anomaly is consistent with the reported event regarding one of the lead could not be extracted from the ipg header. Although, it was reported the set screw was loosened, this anomaly is consistent with the lead being pulled from the ipg with the set screw still engaged. Microscopic inspection identified all the internal wires were broken in the lead body 16cm from the tip of the stim end. This would have contributed to the patient¿s loss of therapy. As there was no damage to the outer tubing where the fracture was located, and the high impedance was observed prior to explant, the broken wires are consistent with the lead being subjected to an overstress condition or sudden event while implanted.

Event description:
Additional information received indicates that the correct model for the lead is mn20450-50a.

Manufacturer narrative:
Per the additional information received d1 and d4 model number were corrected.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22389. Related manufacturer reference number: 1627487-2020-22391. It was reported that during a lead revision procedure for right l5 lead (manufacturer's reference number: 1627487-2020-21975 and 1627487-2020-21976) the lead could not be extracted from the ipg header. Troubleshooting was unable to resolve the issue. Considerable force has had to be used to pull out the electrode. As a result, a piece broke off from the electrode and remained in the header. Additionally, the scar tissue connecting the crossing point of left- and right-sided leads prevented the removal of the right lead. As such, both the leads and ipg were explanted to address the issue. Patient received a new scs system.